Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no network connectivity. The field service engineer (fse) verified the faulty network port, coordinated with the pharmacy staff, and configured the station to connect via wi-fi as a temporary workaround. The station was successfully brought back online, and the site information technology team was advised to investigate the ethernet port issue. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was unable to communicate and remote smart services (rss) was offline. The station displayed critical override and disconnected mode. The customer attempted to reboot the station several times; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.